Event description:
High impedance was observed by the surgeon during a generator replacement surgery due to battery depletion. The surgeon did not have time to do a full revision (replacement of both the vns generator and lead), so just the generator was replaced and the patient was rescheduled for a lead revision surgery. At this procedure, the patient's father informed that the patient fell about three weeks prior to the surgery. Further follow up was performed with the referring physician and surgeon, and both were unsure whether or not the high impedance was related to the patient's reported fall. Additionally, it was noted that the referring physician did receive a high impedance reading about 6 weeks ago prior to surgery. The lead was later explanted and replaced. It was noted that the lead would not be returned since it was discarded after the surgery. No other relevant information has been received to date.